Event description:
Additional information received reported the cause of the event was a dead battery or the stimulation was off. The event was also attributed to the programmer. It was stated reprogramming was done and was indicated that "programmer 74% used." It was unclear what that was referring to. No hospitalization was reported. The patient outcome was listed as no injury. No further information was reported.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3888-33, lot # j0427746v, implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that since a medical appointment on (B)(6) 2012, a patient had been experiencing "different feelings." It was noted that the device batteries were checked during the appointment and "all looked good." The reporter stated that the patient would sometimes feel stimulation and sometimes she would not. It was reported that the stimulation would fluctuate and that did not happen before. The reporter stated that the stimulation shut itself off sometimes and the patient couldn't feel it. It was noted that the patient noticed that she had swelling and pain in her back but she was not sure if it was the device. The reporter stated that there was a loss of therapeutic effect. It was reported that the patient could sometimes feel a ''zap'' when the stimulation came on. The reporter stated that the stimulation was ''acting crazy.'' It was reported that the patient was told that if she touched the black button on the left side of the patient programmer it would shock her. It was noted that the patient's device settings were ''fine for her.'' The reporter stated that the patient had bronchitis during the appointment. It was noted that the patient's next appointment was on (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.